Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up it was reported the patient was discharged from the hospital (unknown date). On an unreported date, antibiotic therapy was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis event was unknown. The patient was hospitalized for the manifestation of symptoms and was diagnosed with peritonitis one day after hospitalization. The patient was treated with vancomycin injection (1 gram, intraperitoneal, once in 3 days, intraperitoneal) and ceftazidime injection (1 gram, intraperitoneal, daily, intraperitoneal) for peritonitis. At the time of this report, hospitalization was ongoing and the patient was recovering from the peritonitis event. Abdominal pain was resolved and the patient's pd effluent was clear. No additional information is available.